Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges from the same box did not fit onto the pump. Reportedly, customer changed the cartridge to address the issue. Customer¿s blood glucose level was 125 mg/dl.